Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Extended investigation was performed on the reported complaint and determined that there were no issues with the libre 2 application that would have led to the complaint. The customer reported that replace sensor error messages showing when sensor scanned with the freestyle libre 2 application. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with reported with the adc application in use with an iphone with ios version 14 operating system. Customer received a "replace sensor" message and was unable to obtain readings after 3 days of wear. As a result, the customer experienced loss of consciousness was able to self-treat (dose/type unknown). The customer reportedly used alcohol wipe and apply sensor to upper back arm. The customer additionally reported presenting tot he hospital and receiving unspecified intravenous treatment. An hcp meter reading of 10 mmol/l (180 mg/dl) was reported, however it is unknown when the reading was obtained in relation to the reported treatment. The customer was treated by a healthcare professional (hcp) with an intravenous drip. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with reported with the adc application in use with an iphone with ios version 14 operating system. Customer received a "replace sensor" message and was unable to obtain readings after 3 days of wear. As a result, the customer experienced loss of consciousness was able to self-treat (dose/type unknown). The customer reportedly used alcohol wipe and apply sensor to upper back arm. The customer additionally reported presenting tot he hospital and receiving unspecified intravenous treatment. An hcp meter reading of 10 mmol/l (180 mg/dl) was reported, however it is unknown when the reading was obtained in relation to the reported treatment. The customer was treated by a healthcare professional (hcp) with an intravenous drip. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.